Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported a small concentric extra laser line just inside the superior nasal flap edge, involving the anterior epithelium only, during corneal flap creation. Surgeon stated it appears to be of no patient consequence and resolves within seven days of treatment. There are two related reports for this reported issue. This report addresses the unknown patients with no specific date of event, and another manufacturer report will be filed for the known patient specific event date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A field service engineer (fse) visited the site, completed preventive maintenance and tested the system. The system was found to meet specifications. The representative revisited the site and installed a software upgrade. The system was then verified to meet specifications. A flap complication may result from many different reasons; patient movement, loss of suction, physiology of the eye. In addition, a system-related issue was identified that could potentially contribute to a complication such as the one described in the reported event. A software upgrade has been planned to minimize the frequency of potential flap complications caused by the identified system issue. Through subsequent communication with a clinical application specialist (cas), it was noted that the reported event was site specific. No related events have been reported since the software upgrade was installed. The root cause of the reported event cannot be determined conclusively. (B)(4).